Manufacturer narrative:
The device was returned and the evaluation found that no additional reportable malfunctions. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the deflectable videoscope's screen went black during the therapeutic unspecified procedure on the scope. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be identified. Olympus will continue to monitor field performance for this device.